Event description:
The patient reported that the battery was hot to the touch during a routine battery change. She stated that the pump was warm and the screen was dim after inserting a new battery. There was no reported injury to the patient. The patient denied exposing the pump to water or moisture. She was unable to confirm when the battery cap was last changed, but stated that there was no damage to the battery cap or to the battery compartment. She confirmed that there was no corrosion in the battery compartment.

Manufacturer narrative:
Follow-up #2 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2011 with the following findings: no activity related to the complaint was observed in the black box or download history. There was no evidence of moisture in the battery compartment. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. Pump powers on normally without alarms. After exercising the pump for a few minutes the pump began to get warm. The current draw was measured and found to be high. The display screen was removed and a test display screen was inserted. When the test display was used the current draws were normal. Pump powered on normally and was exercised for 8 hours, no overheating or alarms occurring.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.